Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 30 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product was defective or caused serious injury.

Event description:
It was reported that on (B)(6) 2025, the product did not securely fasten onto the bubble CPAP equipment, causing the system to receive no flow and resulting in the patient not receiving CPAP/oxygen (o2). The tubing was repositioned and/or replaced. The event resulted in a non-serious injury due to a drop in o2 saturation. Once the tubing was reattached, the patient's oxygen saturation levels returned to normal. There was no report of serious harm or injury associated with this event.